Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to a defective dr board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera iii video system center is unable to display image. In addition, only the menu is visible. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, this phenomenon was pointed out from the customer and it was duplicated at the repair site, when exera scope was connected. The cause was the defective patient circuit board (dr board). The subject device was manufactured, before the circuit design of the operational amplifier of the dr board was changed. It was, therefore, surmised that the phenomenon occurred, because the operational amplifier malfunctioned. It was confirmed, that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.